Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket lid failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the pocket lid had failed to close. The field service engineer (fse) addressed an issue at a standalone ER location where the lid failed to shut after a user attempted to retrieve medication that had fallen between the pockets. The fse remotely assisted the user in extracting the pocket and securing it in the medication room. It was verified with the customer and the main hospital pharmacy (rx) that the medication was not controlled. The main hospital rx was notified accordingly. The system functioned as intended after the field service engineer investigated the device.